Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys t4 assay and elecsys tsh assay results for 1 patient sample tested on a cobas 8000 e 801 module. The initial t4 result was 0.431 ug/dl. The t4 result from another cobas e801 was 9.30 ug/dl. The initial tsh result was 0.0226 uiu/ml. The tsh result from another cobas e801 was 2.91 uiu/ml. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The t4 reagent lot was 287093 with an expiration date that was requested but not provided. The tsh reagent lot was 331814 with an expiration date that was requested but not provided. The customer stated the issue was due to a "collateral problem due to a water system failure, and an insufficient purge." Further clarification has been requested but has not been provided. The analyzer alarm history showed several "sample insufficient" messages. Calibration and qc data provided gave no indication of an issue. The investigation is currently ongoing.

Manufacturer narrative:
Although the cause of the water system failure and insufficient purge is unclear, there was an ise fuse alarm generated during the incubation water exchange. The instrument issues likely only affected clinical chemistry tests and not the immunological tests being reported. The investigation did not identify a product problem. The cause of the event could not be determined.